Event description:
It was reported that the customer received multiple occlusion alarms after bolus delivery. The customer's blood glucose level was high. As the customer had changed the cartridge and infusion set prior to contacting tandem technical support, troubleshooting to determine a possible cause of the past occlusions was unable to be performed.

Manufacturer narrative:
Additional information received indicated that the customer has not had any further issues and the pump has been "working fine." The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.